Event description:
Healthcare professional reported removal of seri surgical scaffold for unspecified reasons. Details of the event are unavailable at this time.

Manufacturer narrative:
Further information from the reported regarding the event, product, and patient details has been requested. No additional information is available at this time. These events are being reported because medical intervention was required, although device-relatedness has not been established.